Event description:
This ra lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to infection. The patient will be on antibiotics. The leads will be returned. The procedure took place at (B)(6) medical center in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).